Event description:
It was reported that an alert was recorded as this right ventricular (rv) lead showed abrupt high shock impedance measurements out-of-range of over 200 ohms. Technical services (ts) reviewed the shock impedance trend noticing it was stable and optimal until the moment the alert was triggered, that could potentially be the result of a trauma. X-rays were performed that showed no macroscopic damages. However, a conductor fracture was suspected. Commanded shocks were performed resulting in over 200 ohms. The rv lead shock vector was reprogrammed, and the patient will continue to be monitored. This rv lead remains in service and no additional adverse patient effects were reported.